Event description:
It was reported that during a follow up, long charge time was observed on the device. All other measurements were normal. The device was explanted and replaced. The patient condition was good.